Manufacturer narrative:
G4: 20feb2020. B4: 27feb2020. The main board was returned for failure analysis. The customer returned main board was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B3: (B)(6) 2019. B4: 05sep2019. The manufacturer¿s field service engineer (fse) confirmed the reported pressure error inhalation auto zero test failed issue. The manufacturer¿s field service engineer (fse) replaced the (pcba) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported pressure error inhalation auto zero test failed. There was no patient involvement.